Manufacturer narrative:
Concomitant continued: product ID addr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead fractured and had high and undefined impedance as well as some oversensing of myopotentials. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.